Event description:
According to the reporter, physicians have indicated post-operatively issues with infections due to the 4-0 sutures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.